Manufacturer narrative:
The clinical observations were resolved by re-inserting the lead terminal pin into the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this device, shock impedance was 66 ohms but increased to greater than 175 ohms and noise was observed. No adverse patient effects were reported.